Manufacturer narrative:
The relevant components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter product ID 8703w lot# l44973 serial# implanted: (B)(6) 1997 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that since the pump was replaced on (B)(6) 2017, the patient had been having problems with spasms, trunk thrusting, and itching. It was noted that in the last three days (relative to the date of report), the itching had gotten really bad. It was specified that in the last 3 days, the patient's legs were going back and forth and moving. The patient reportedly experienced the itching a couple days after the pump replacement, then it started again on (B)(6) 2017. At first they thought it was a yeast infection because the patient was itching "down there," but the patient was tested and it was not a yeast infection. It was noted that the patient itched all over. The patient had reportedly seen their healthcare provider (hcp) twice since the pump replacement. The first time the dose was upped, but when the patient went home things still were not good, so the hcp "took old out and put new in" and a dye test was performed. It was specified that the medication was increased on (B)(6) 2017, on (B)(6) 2017 the patient was post-op, and on (B)(6) 2017 they "took old out and put in new increased 20%," but they couldn't see a whole lot of difference. It was noted that at the next refill (on (B)(6) 2017), the hcp would be putting in baclofen from a different vendor. It was unknown if the change in therapy/symptoms was gradual or sudden. The patient was redirected to a healthcare provider. No further complications were reported or anticipated. Additional information was received from a consumer (con). It was reported that the family/friend thought the patient was going through withdrawal right after surgery. The patient's implant surgery was (B)(6) 2017 and from the (B)(6) until now she could tell something was not right because it was hard for the patient "to eat and drink and throw the pain pills down." The patient had been "having trouble with itching and pain spasticity, and muscle spasms". It was thought that the patient needed a new catheter because "there was a kink in the catheter". The family friend stated "we went to ER¿ no we had a dye test, another dye test, on (B)(6)2017". The patient got really bad (B)(6) 2017 and was up all night on the (B)(6). The family/friend thought "we cannot live like this anymore, she's in so much pain." The managing healthcare professional (hcp) had increased baclofen 2 times and the patient could not tell a difference. It was stated that if it was not the pump, then the patient should be able to tell a difference since he increased it. A dye study was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative. The patient experience decreased efficacy. Attempted catheter access without success. An x-ray was done and was unable to trace the path of the catheter and difficult to see the catheter. The plan was to revise the existing catheter or implant a new catheter. Surgical intervention was scheduled for (B)(6) 2018. The issue was not resolved. Patient status was alive - no injury. Other medications the patient was taking at time of the event were not available. Patient weight and medical history will not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8703w, lot# l44973, implanted: (B)(6) 1997, product type: catheter. Product ID: 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider, consumer and a company representative. It was reported the patient was still in pain. The doctors determined there was "nothing in the catheter, so the replacement of catheter didn't work". The patient had another surgery on (B)(6) and the pump is now working great. The patient went through "7 months of hell because she wasn't getting meds". The dose and concentration were unknown as the doctors were "kind of playing with it because they had upped it so much" when patient wasn't getting medication from the pump. It was believed the dose and concentration was about the same as it was at the start or are getting back to around that amount. Every time the patient followed up in the clinic the hcp ¿upped it¿ so it must be 200% more than what it was, and it still wasn't working. There were no signs of improvement. After the surgery on (B)(6) there was a "big improvement now".the card is (B)(4).

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8840 (B)(4) product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2018-mar-19. It was reported that regarding the difficulty visualizing the catheter in the spine, they were able to visualize the catheter and had no problems there. It was confirmed that the patient's symptoms and catheter issue were resolved. The cause of the programming error was a mis-calculation and user-error, and it was confirmed that the programmer was working as expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and a healthcare provider via a manufacturer representative. It was reported that the patient had two successful dye studies after the implant procedure on (B)(6) 2017. The following week, the patient had a dye study at a different facility. It was noted that the hcp was unable to aspirate the catheter, and the seasoned pump nurse believed the catheter was clamping down on itself rather than being fractured. A revision was performed on (B)(6) 2017 and after multiple attempts to enter the spine, the hcp requested x-rays of the spine. The x-rays showed metal from the top of the patient's neck to the bottom of the spine. The hcp then requested the laminectomy equipment, and performed a keyhole laminectomy to get the catheter into the intrathecal space. The old catheter was left in the patient's spine and the new catheter was hooked up to the pump. The patient was kept overnight for observation, but was discharged the next day with no known complications. Additional information received on 2018-mar-16 confirmed that the revision scheduled for (B)(6) 2018 was completed successfully. Following the revision, a pump programming error occurred. The pump tubing volume and catheter volume were primed after the catheter replacement, however, only the catheter volume needed to be primed. The patient did not present any negative symptoms. The pump was turned to minimum rate and the patient was set to the prescribed daily dose approximately 20 hours later. The issue was considered resolved at the time of report. It was noted that the pump was infusing compounded baclofen (2000.0mcg/day at 150.0mcg/day). The patient's status at the time of report was alive - no injury. The patient's medical history included spasticity and cerebral palsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(4) 2017. It was reported that the patient was still going through issues with the device. It was noted that they were upping the medication every week, and the patient was given a personal therapy manager (ptm). Some days it seemed to work and the patient was relaxed, but it was frustrating that they were dealing with this. It was noted that "they have ruled out that its not an issue with the pump."

Manufacturer narrative:
All prior reports filed that contained information in section e. Were incorrect or incomplete and should be disregarded. If information is provided in the future, a supplemental report will be issued.